Manufacturer narrative:
The device was returned and evaluated. The device failed the settling time test. The indicator failed to settle at the proper position. Attempts to indicate at specific settings also failed. The product is 100% tested at the supplier as part of the manufacturing process. It is unlikely that the damage exhibited during the device evaluation would not have been detected. Based on the results of the evaluation, we are able to confirm the reported issue; however, we are unable to tell when the observed damage took place. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The sales rep called and reported that "the certas indicator tool is not indicating". There was no delay in surgery or patient injury as a result of this incident. Used a backup tms tool to complete the case. A certas questionnaire was forwarded to the rep. He is picking up the tool on (B)(6) and will return it to codman.